Event description:
A customer contacted baxter's technical service center regarding a bag disconnection, on the home choice (hc) unit. The problem was noted during use, with the patient connected in dwell 4 of 4. The home patient (hp) advised that the final bag disconnected and the line fell on the floor, then subsequently ended therapy. There was patient involvement; however, there was no patient injury or medical intervention, associated with this event. On (B)(4) 2012, baxter followed up with the hp. She confirmed the events and advised that she did not connect back to the setup. She advised that her cycler unit was beeping 'check supply (main) line' alarm, and that's when she checked the line, saw that it had fallen to the floor, and noticed the disconnection. She did not check the supplies before having setup the machine, so she could not advise if either the supply line or the bag had any issues/damage that may have caused the disconnection. She confirmed that she has continued on with her therapy. On (B)(6) 2012, baxter received the following from the nurse manager: "not related to baxter products. Health issues not to do with baxter products." The hospital would not provide further information for this case.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and a lot number was not provided; therefore, a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4).additional information: this complaint is for a connection issue during use is not confirmed. A sample was not returned for a baxter employee to evaluate, and there was no report of use error. The patient reported that the final line disconnected from the bag and fell on the floor; however, the assignable cause could not be determined as to why the line fell on the floor. The lot number is unknown; therefore a batch review cannot be performed.